Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-46215; related manufacturer reference number: 2017865-2022-46217. It was reported that the patient presented to the hospital. Vegetation was found on the right atrial lead. The pacemaker, right atrial lead and right ventricular lead were explanted. A new pacemaker and right atrial lead were reimplanted on the opposite side of the patient. The patient was in stable condition throughout the procedure.